Event description:
The cut and coagulation switches on the cautery pencil are mislabeled. The cut switch was labeled coagulation and the coagulation switch was labeled cut. No injury occurred to the pt.